Event description:
Biotronik was informed with medwatch mw5088085 that an orsiro drug-eluting stent system could not be deployed when using an inflation device.no device size, model or lot number was provided.

Manufacturer narrative:
Neither the complaint instrument nor the angiographic film was available for investigation. Also size, lot and ref number of the affected device as well as name of the hospital were not reported. Therefore, an investigation of the complaint is not possible.

Event description:
Biotronik was informed with medwatch mw5088085 that an orsiro drug-eluting stent system could not be deployed when using an inflation device. No device size, model or lot number was provided.